Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/13/2017 with the following findings: the pump powers up with a blue horizontal line through the display upon start up. The pump¿s cover was removed and a known working test display was mounted. The pump could power up with a fully functional and clear display screen, ¿colored line through display¿ failure is concluded. The pump was out of box and it was never used for basal delivery. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (line through display) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.